Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed (B)(6) 2021 on a direct tested nasal kitted swab sample and generated a positive result. The customer reported that repeat testing was performed with the ID now covid-19 assay and obtained a negative results. The customer reported that this occurred with several patients and wo-worker . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a conflicting result. Further review of the customer's complaint confirmed that a conflicting result did not occur.